Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the medbank application was frozen. A technical support specialist discovered that visual studio was open on the operating system. After closing it and restarting the medbank application, the customer could issue the medication without any further problems. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system cubex application was frozen. The customer reported that the cubex application became unresponsive when the user attempted to issue a medication. There were no adverse events or injuries reported based on this incident.